Event description:
It was noted at the end of a surgical knee procedure that the pt had an area on the back of the calf that appeared to be a burn. Md and nurse remembered having heard a buzzing type noise during the procedure and removed the bovie pencil from under the leg.